Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The cause of death was diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of death, but it was not known how long the customer had been off the insulin pump prior to her passing. Nothing further was reported.